Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted along with the concurrent procedures of total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced pain, recurrence, dyspareunia, and nerve damage. It was reported that the patient underwent revision of sling/excision/trimming on (B)(6) 2011. It was further reported that the patient had bladder ablation in (B)(6) 2011 and injections to numb pelvic and vaginal nerves in (B)(6) 2011, (B)(6) 2011 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 7/29/2016. It was reported that following insertion the patient experienced hesitancy, retention, urgency and stress incontinence. (B)(4).